Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced difficulty pairing a dexcom g7 continuous glucose monitor (cgm) to the ilet, resulting in pairing failure alerts and lack of glucose readings. No adverse clinical symptoms reported. Outcomes included temporary interruption of glucose data availability on the ilet. User support included guided troubleshooting by support, which verified alarm history, confirmed the pairing code, toggled cgm settings, and attempted re-pairing, with instructions to monitor for restoration of readings and to call back if a second pairing failure occurred. Investigation of this case revealed a pairing failure between the cgm and the ilet consistent with communication or connectivity malfunction of the cgm-to-ilet interface. It was concluded, based on previously established findings for similar reports, that the cause was attributable to device component failure, with user re-pairing and settings verification as corrective actions.